Manufacturer narrative:
Product investigation was completed. Instrument part # 352.085 was returned to manufacturer for investigation. A visual inspection, device history record review and drawing review were performed as part of this investigation. Upon visual inspection of the complaint device it can be seen that the part are broken in pieces, thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in february 2011. No non conformance reports were marked in the DHR during production. Further investigation is ongoing as it was determined that the possibility exists for intraoperative reamer head breakages which could also allow for unretreived fragments of non-implant grade material. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4); lot unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: during the surgery when the surgeon started reaming the reamer shaft , the reamer head broke. Synream flexible shaft did brake as well and the broken parts were removed easily. Procedure was successfully completed. This complaint involves one part. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. Device evaluation has not been completed yet. Device history record (DHR) review was completed: part number 352.085, lot number 25347; manufacturing site: (B)(4); supplier: (B)(4); manufacturing date: 23.nov.2011. It was determined that no non-conformances were generated during the production of the part. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This complaint involves two (2) parts. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint involves two (2) parts.